Event description:
This report is being filed after the subsequent review of the following journal article: ryu, k.s.., et al. (2010). Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. South korea. J neurosurg spine 13:299-307. The study objective was to determine the radiological changes at the index and adjacent levels after cervical arthroplasty using the bryan disc and prodisc-c disc after a minimum 24 months follow-up, and to demonstrate the possible clinical factors related to these changes. The study included forty-six (46) consecutive patients with single-level degenerative cervical spine diseases who underwent cervical arthroplasty by a single surgeon using a competitor¿s disc or a prodisc-c between april 2004 and march 2006. The prodisc-c group include seventeen (17) patients with a mean age of 45.8 (range 29-61) and gender ratio 11:6 of men and women. One (1) patient received an implant at c3-4, four (4) patients at c4-5, five (5) patients at c5-6, and seven (7) patients at c6-7. All patients were followed up postoperatively using a predesigned protocol. Various scale and test evaluations were used to measure patient outcomes. The competitor¿s disc was used during the first half of the study period and prodisc-c discs during the second half. Of the 46 consecutive patients, 10 were excluded for various reasons. The remaining 36 patients comprised the study cohort. Nineteen patients underwent cervical arthroplasty and seventeen (17) received a prodisc-c. All patients were administered nsaids for more than 2 weeks postoperatively. At the index level, progression of facet arthrosis (pfa) was observed in 7 of 36 levels (6 with the prodisc-c). At adjacent levels, pfa was minimally observed. Heterotopic ossification (ho) was observed at 19 levels (8 with prodisc-c). Progression of facet arthrosis at the index segments was positively related to malposition of the prosthesis on the frontal plane, and decreased postoperative functional spinal unit range of motion (rom) at the index level. Less functional spinal unit (fsu) rom at final follow-up was also found to be related to the occurrence of pfa in the prodisc-c group. Other radiological changes, disc space collapse, and spur formation were observed at 2 levels for lower adjacent segments (1 in the prodisc-c group). In addition, uncinate process hypertrophy was observed at 2 levels for upper adjacent segments (1 in each prosthesis group), and at 1 level for lower adjacent segments (in the prodisc-c group). This study demonstrates that the incidence of pfa at the index level is 19.4% after a minimum 24-month follow-up, and occurs more frequently in the prodisc-c group. This is report 1 of 1 for (B)(4). This report is for unknown prodisc-c implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ryu, k.s.., et al. (2010). Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. South korea. J neurosurg spine 13:299-307. This report is for unknown prodisc-c implants, unknown quantity / unknown lot. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.